Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot, cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported by customer's mother that the customer was unable to remove the battery cap. Customer's mother stated they were unable to open the battery cap with a quarter or screw driver. The blood glucose reading was 235mg/dl. Nothing further reported.